Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas pro sbl e 801. The initial result from the cobas pro instrument was 19.5 ng/l. Two hours later, a new sample was obtained, and the result from the cobas pure instrument was 5.68 ng/l. Based on the result from the 2nd sample, the clinician requested repeat testing for the original sample. The sample was repeated twice on the cobas pro instrument with results of 5.72 ng/l and 5.59 ng/l. The sample was repeated on the cobas pure instrument with a result of 5.37 ng/l.

Manufacturer narrative:
The cobas pro analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. The customer did not provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
Sample foam detection (sfd) images were provided. The gripper wheels appeared to be clean and free of dust. The image for the initial result shows very small particles floating on the surface. The image for one of the repeat results shows that the particles that were floating in the inner part of the tube were removed. The specific cause of the event could not be determined; however, based on the images provided, the investigation determined the event was consistent with a preanalytical handling issue.